Manufacturer narrative:
B5: the reporter indicated the lens was repositioned back into position but again rotated back to the wrong position. The patient complained of blurred vision. The patient chose to have photorefractive keratectomy (prk) surgery and the lens remained implanted. The patient is happy with the visual outcome after prk. H6: health impact - additional surgery: 4625 - prk surgery. Claim # (B)(4).

Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a visian toric implantable collamer lens, and the lens rotated. The plan is to explant and exchange the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.